Event description:
Feeding tube (8 fr) used in attempt to catherize infant. Unable to remove. X-ray taken. Tube found to be in knot in urethra. Pt taken to surgery and tube removed successfully. Investigation reveals no device malfunction or defect.